Event description:
The device was used in a sigmoid colon resection procedure and functioned as intended. Approximately 4 to 5 days post operative, the patient presented with symptoms that warranted diagnostic testing. The test reveled disruption of the staple line. Consequently, the patient required a re-operation. There were no other reported patient consequences.